Event description:
It was reported that in the sterile processing of the device at the user facility, the device tips were found to be worn and chipped, with silver plating material missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available

Event description:
It was reported that in the sterile processing of the device at the user facility, the device tips were found to be worn and chipped, with silver plating material missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.